Event description:
It was reported the customer was hospitalized on (B)(6) 2013 for high blood glucose. Customer's blood glucose was over 300 mg/dl at the time of admission. The customer stated the cause of their high blood glucose was from stress. Customer also reported experiencing headaches that were caused by their high blood glucose. It was also found the customer was in a vehicular accident and was the driver at the time of the accident. The customer also reported being hospitalized in (B)(6) 2013, but the details of the hospitalization was unknown. Customer also reported receiving a button error alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-93225.